Manufacturer narrative:
(B)(4). Final analysis revealed a piece of white silicone rubber from the molding process was inside the boot.

Event description:
It was reported that there was foreign material in the boot during the procedure; the boot was replaced.